Event description:
It was reported that the customer was hospitalized due to high blood glucose of 360mg/dl. The caller stated that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found the alarms. Assisted the customer to run the manual prime test and the insulin did exit. Advised the spouse to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.